Event description:
The customer reported the image quality was very poor and that the images were uninterpretable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera and video controller circuit board was replaced. The system was then found to be operating as intended.